Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 507153 lead, implanted: 2015-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) epicardial lead's terminal pin separated from the lead body damaging the insulation and possibly the conductors during placement. The lead was capped and replaced. No patient complications have been reported as a result of this event.